Event description:
Voluntary medwatch received states that the right ventricle (rv) lead exhibited high pacing impedance and failed to capture. The rv lead was capped. Subsequently, a leadless pacemaker was implanted, and the pacemaker was programmed to be inactive. No patient symptom was reported.